Event description:
Report of "catheter infection/dislodgment" received per annual device tracking report. No date of onset of infection given. Repeated requests for add'l info about this event have been unanswered. A supplemental medwatch report will be filed if add'l info becomes available.